Event description:
A customer reported experiencing a cartridge alarm, specifically cartridge alarm 20, with their pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. To address the issue, a replacement pump was sent with updated software, and the customer was instructed on how to return the problematic pump and manage the new device. The customer acknowledged all instructions and agreed to continue using the new pump with the necessary guidance.